Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm multiple times during drain 1 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was traced to cycler set cassette. Fluid was discovered on its exterior. The film on the back of the cycler set cassette was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested however a response was not received. It was not stated in the initial reporting that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient s was not returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A non-conformance (nc) was identified and found to be related to the alleged failure mode. The nc was found against the cassette and addresses damage found to the film. This kind of damage could be caused by incorrect handling of the product either during the manufacturing process or treatment setup. There are indications for the patient to avoid this kind of damage in the liberty select cycler user¿s guide, stating ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and in the liberty select cycler user¿s guide stating not to use the product if there is a damage found in the cassette. IFU# 71-4288: ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide, 480145 also states: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. The alleged event was confirmed based the nonconformance found during the DHR review performed since the damage reported could lead to leak on the cassette film.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm multiple times during drain 1 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was traced to cycler set cassette. Fluid was discovered on its exterior. The film on the back of the cycler set cassette was not loose. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Additional information was requested however a response was not received. It was not stated in the initial reporting that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer.